Event description:
After an estimated implantation period of approx. 142 months, oversensing with inappropriate therapies due to fractured rv lead was reported.

Manufacturer narrative:
Lead was capped on (B)(6) 2020 upon receipt, the ICD was interrogated, revealing the eos battery status. An amount of 94 charging cycles was recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. The analysis of the shock holter data showed that an amount of 60 charging cycles was performed by the device within 2.5 hours on march 22, 2020. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mol2 battery status. The amount of charge taken from the battery was verified, revealing the mol2 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Upon receipt, the lead under complaint was found cut approx. 18.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported inappropriate shocks. The manufacturing processes for the lead and ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. Analysis did not reveal any sign of a material or manufacturing problem.